Manufacturer narrative:
Results: the embolization coil was detached from the pusher assembly with the proximal constraint sphere intact. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the returned device revealed the embolization coil was detached from the pusher assembly and had an od within specification. Since the embolization coil was detached, and the introducer sheath, pusher assembly, and non-penumbra microcatheter were not returned for evaluation, the root cause of the inability to advance the podj coil could not be determined. Podj devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podj coils). During the procedure, the physician deployed a podj coil into the patient using another manufacturer's microcatheter but was not satisfied with the initial coil placement. Therefore, the podj coil was removed from the patient and resheathed. When the physician attempted to use the podj coil later on in the case, it became stuck inside the microcatheter and could not be advanced out of the microcatheter. The physician did not experience any resistance while advancing the podj coil through the microcatheter until it became stuck. Subsequently, the podj coil was removed and the procedure was completed using a new ruby coil and the same microcatheter. There was no report of an adverse effect to the patient.